Event description:
The customer contact reported a break between the clave port and the burette of the tubing set. It was reported that prior to priming and pt use, it was noted that the clave port on the burette of the tubing set broke off. No specific details were provided. There were no reports adverse pt effects and no reports of delay of therapy critical to the pt. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found that the clave port of the burette was completely broken off. The break occurred inside the clave port above the semi-ridge connector. There are white drag marks indicating the use of force. The probable cause is due to an external force. This report represents all the information known by the reporter upon query by hospira personnel.